Event description:
In pos. Stand-by, volume control or man kion did not deliver any flow to the pt. When unit was restarted, the modes were ok. At the o2 measurement, 28% was set and also 28% showed on monitor, o2 alarm activated although the alarm limits stood between 18 and 100%. The unit will not be used for the time being. Error logs will be sent to solna.